Event description:
It was reported that following a CT scan procedure wherein the patients stimulator was not turned off. The patient was experiencing a shocking sensation in his back even when the device was off. No device malfunction suspected. The device setting was optimized and the patient was doing well.